Event description:
It was reported that the patient's ams ambicor penile prosthesis was removed because it would deflate during sex.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The device performed within specification. The product record review confirmed the reported events do not represent an unanticipated event. The ambicor cylinder and pump were visually and functionally tested; no leaks were found. The device passed the erection test and remained inflated after 5 minutes, therefore meeting specification. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient's ams ambicor penile prosthesis was removed because it would deflate during sex..